Event description:
It was reported, the patient¿s implantable neurostimulator (ins) was replaced due to ¿premature¿ battery depletion. It was noted, the depletion occurred during normal use. No additional information was available at the time of report.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the stimulator ins battery was not in new condition.

Event description:
Additional information received reported the doctor had made a mistake and there was no premature battery depletion for the device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.